Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that during preparation, prior to flexible ureteroscopic lithotripsy procedure, the polaris loop ureteral stent was found fractured. The procedure was completed using another of the same device. There were no patient complications reported.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation results of stent shaft break. Block h11: the polaris loop ureteral stent was returned for analysis. During the microscope and visual inspection, the stent was found with the shaft detached. Additionally, the suture returned cut and separated from the stent. The reported event of stent shaft break will be confirmed. Regarding to the analysis performed to the returned device, it is possible to conclude that this issue could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the stent shaft and is removed using excess force, the stent can get detached affecting the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported that during preparation, prior to flexible ureteroscopic lithotripsy procedure, the polaris loop ureteral stent was found fractured. The procedure was completed using another of the same device. There were no patient complications reported.